Manufacturer narrative:
The reported event of a leaflet tear could not be confirmed. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a trifecta valve was implanted. Approximately five years post-implant, the patient presented at interventional cardiology with a leaflet tear. A valve in valve procedure was performed. All efforts to obtain additional information were not successful.

Event description:
On an unknown date, a trifecta valve was implanted. Approximately five years post-implant, the patient presented at interventional cardiology with a leaflet tear. A valve in valve procedure was performed. Additional information has been requested.